Manufacturer narrative:
The lot complaint history was reviewed, this is the ninth complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. The returned sample was visually inspected and no obvious defects were found. A constellation console representing the current software version was used to test the sample. The ball in the drip chamber¿s check valve moved freely per specification. The sample could prime and tune with the ultrasonic handpiece successfully. No message code appeared on the screen. Fluid flowed from bss to the drain bag without any interfering. However, during functional testing fluid leakage was observed from the drip chamber. The root cause of the customer¿s complaint is an error that occurred during the supplier¿s manufacturing process. Fluid leakage was observed from the drip chamber during functional testing. Quality engineering materials will notify the supplier of the complaint per procedure. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the cassette leaked during procedure. The procedure was completed without product replacement. There was no harm to the patient.